Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in a patient's operative eye and was broken when delivered. The issue was observed during implantation/application. The patient status was reported as unknown. There was no vitrectomy or incision enlargement required. It was reported as it is unknown if sutures were required. Though follow up it was learned that the iol was fully inserted, and not removed nor replaced during the same surgery. The lens remains implanted. There no medical/surgical intervention outside of the standard care performed. There was no patient injury.

Manufacturer narrative:
Section a4, a5: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.